Event description:
Device 1 of 2. Reference MFR report #1627487-2012-12613. It was reported the pt was in a car accident, and was no longer receiving full stimulation coverage. The sjm rep interrogated the system and determined several contacts had invalid impedances. Pt plans to see implanting surgeon when he is released from the facility. Note this pt has two leads from different lot numbers. Both leads are being reported.

Manufacturer narrative:
Sjm has limited information related to the pt's medical history and is unable to form an opinion as to the relevancy of the pt's history to the event reported. Sjm defers to the pt's physician regarding medical history.